Event description:
The patient went to the or in order to have the site of her spinal stimulator moved to a lower position due to pain at the generator site. Upon inspection of the generator, the surgeon became aware there was a fracture in the leads. The stimulator would need to be replaced in the future, as this was beyond the scope of that operation. The patient returned to the or for replacement of the spinal cord stimulator/generator. The patient also underwent cervical surgery at the same time.